Event description:
It was reported that during an unspecified orthopedic surgical procedure, it was observed that the motor device was "not working¿. According to the report, the device would not ¿power up." The reporter stated that the facility believes that there is a ¿possible air leak¿. There were no delays to the surgical procedure as a spare device was available for use. No injuries, adverse events or prolonged hospitalization were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. The device passed all visual and functional assessments performed. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.